Manufacturer narrative:
Investigation summary: this complaint is for misidentification of serratia marcescens and escherichia coli when using phoenix panel nmic/ID-481 (catalog number 449517) batch number 5127444. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates e. Coli 11002 and s. Marcescens 17323 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID - (B)(6) unspecified number of patient isolates are misidentified. The user noted serratia marcescens identified as klebsiella pneumoniae and escherichia coli is identified as morganella morganii. No health impact or consequence reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-481an unspecified number of patient isolates are misidentified. The user noted serratia marcescens identified as klebsiella pneumoniae and escherichia coli is identified as morganella morganii. No health impact or consequence reported.